Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call for his daughter for low blood glucose. Patient¿s blood glucose was 29 mg/dl. Patient's current bg: 59 mg/dl. Customer states she has been having high and low blood glucose event 3 months (B)(6). Customer states her blood glucose has been in a range of 29 mg/dl after changing infusion set the four hours later the blood glucose is normal then at night the customer blood glucose was 200-387 mg/dl and 129 mg/dl. Customer reports the symptoms related to their high blood glucose was nausea. Customer reports they do not feel okay to troubleshoot. Customer treated for high blood glucose with a syringe. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer declined high blood glucose troubleshoot. Insulin pump is not expected to return for analysis.